Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how was case completed? No further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Device return status/ follow up: when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and suture was used. During interrupted suturing to the coronary anastomosis the suture was broken. The operation time was extended 30 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/01/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: five unopened samples of product code ep8754, lot jlj816 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.